Manufacturer narrative:
Additional information (h10) - this emdr is being submitted to include UDI #, the investigation results captured under imdrf cause investigation code, imdrf investigation findings, imdrf cause conclusions and investigation summary captured under h10. Correction (g1) - (B)(6). The investigation associated with related event was approved and complete. Batch record review: lot 1c02311 was manufactured on 03/17/2021 in the convex two (2) piece (ost) manufacturing line, with a total of 4,524 mkus. On 06/sep/2021, compliance engineer ID 6053 performed a batch record review, to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bom, under sap material 1156501 and manufacturing order 1570466. In addition, the bulk lot 1c02310, sap material 1156498, manufactured in the convex two (2) piece (ost) was reviewed, and no issues regarding the failure mode was found. Therefore, batch record review carried out supports that no issue regarding the failure mode were found in the documentation reviewed. Returned sample evaluation: no sample, video or photo was received for evaluation; for that reason, the malfunction reported by the customer could not be confirmed. On 06/sep/2021, a complaint search for lot 1c02311 and malfunction code skin barrier starter hole was defective was carried out and as a result, no additional complaints were found; therefore, no potential trend was observed and this case was considered an isolated incident. As per complaint manufacturing investigation procedure, it was not required to open a nonconformance report (ncr) for complaints which were not confirmed and no potential trend was identified (therefore, considered an isolated incident). No additional action was required, and this complaint will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 9618003

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Device 55 of 60. (B)(4). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user stated that opening of wafer was off centered. Reportedly, he used 2 wafers and unable to get proper seal. He had 6 boxes with same lot number and all were defective. No photo is available at this time.